Manufacturer narrative:
Additional information: based on the received information and in-situ measurements, a damage of the stimulator housing following an external impact to the device appears likely. The concerned device was explanted but has not been received for investigation yet.

Event description:
Reportedly, the recipient fell on his head and could not hear anymore with the device. The recipient has been re-implanted.

Event description:
Reportedly, the recipient fell on his head and could not hear anymore with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to the implant site. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Reportedly, the recipient fell on his head and could not hear anymore. Re-implantation is considered but has not been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information and in-situ measurements, a damage of the stimulator housing following an external impact to the device appears possible. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the recipient fell on his head and could not hear anymore. The recipient will be seen next mid (B)(6) 2023.